Event description:
A report was received that the patient was admitted to the hospital and that she had severe drainage at the ipg site. The physician administered an antibiotic injection and later explanted the patient. The physician believes that the infection is procedure related. The patient was reportedly doing fine after the explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description:artisan surgical lead with platnalock technology - 50cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.